Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that he dropped his humapen memoir device and the crystal cracked. He states he could not see complete characters in the dose numbers. The complaint device (batch (B)(4), manufactured february 2007) was returned for investigation. The investigation found missing dose segments in the display and a cracked lcd. The root cause of the missing dose segments was due the breakage of the lcd from an impact load to the lens while in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. There is evidence of improper use or storage. The most probable cause for breakage of the lcd was a mechanical impact load to the pen while in the field. The observed damage to the device was atypical with normal use.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that he dropped his humapen memoir device and the crystal cracked. He states he could not see complete characters in the dose numbers. The complaint device (batch (B)(4), manufactured february 2007) was returned for investigation. The investigation found missing dose segments in the display and a cracked lcd. The root cause of the missing dose segments was due the breakage of the lcd from an impact load to the lens while in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. There is evidence of improper use or storage. The most probable cause for breakage of the lcd was a mechanical impact load to the pen while in the field. The observed damage to the device was atypical with normal use.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a (B)(6) male of unspecified origin. The patient was taking insulin lispro (rdna origin) via a humapen memoir pen (dosing regimen and indication for use not provided). On (B)(6) 2010, it was reported that the pen was dropped and the display was damaged. The device was returned to the manufacturer on (B)(4) 2011 and upon examination a single horizontal dash was noted where the display should be. This humapen memoir is associated with product complaint (B)(4) / lot 0702c02. The training status of the patient user was not provided. The duration of use was approximately 3 years. Update (B)(4) 2011: additional information received (B)(4) 2011, via global product complaint database. Case validated for reportable malfunction based on follow-up. Updated date cirm identified and preliminary comments. Updated narrative. Update (B)(4) 2011: additional information received (B)(4) 2011, via the global product complaint database. Added device specific safety summary. Updated EU/ca fields. Updated narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a (B)(6) year-old male of unspecified origin. The patient was taking insulin lispro (rdna origin) via a humapen memoir pen (dosing regimen and indication for use not provided). On (B)(6) 2010 it was reported that the pen was dropped and the display was damaged. The device was returned to the manufacturer on (B)(6) 2011 and upon examination a single horizontal dash was noted where the display should be. This humapen memoir is associated with product complaint (B)(4) / lot 0702c02. The training status of the patient user was not provided. The duration of use was approximately 3 years. Update (B)(6) 2011: additional information received (B)(6) 2011 via global product complaint database. Case validated for reportable malfunction based on follow-up. Updated date cirm identified and preliminary comments. Updated narrative.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a (B)(6) male of unspecified origin. The patient was taking insulin lispro (rdna origin) via a humapen memoir pen (dosing regimen and indication for use not provided). On (B)(6) 2010, it was reported that the pen was dropped and the display was damaged. The device was returned to the manufacturer on (B)(4) 2011 and upon examination a single horizontal dash was noted where the display should be. This humapen memoir is associated with product complaint (B)(4) / lot 0702c02. The training status of the patient user was not provided. The duration of use was approximately 3 years. Update (B)(4) 2011: additional information received (B)(4) 2011, via global product complaint database. Case validated for reportable malfunction based on follow-up. Updated date cirm identified and preliminary comments. Updated narrative. Update (B)(4) 2011: additional information received (B)(4) 2011, via the global product complaint database. Added device specific safety summary. Updated EU/ca fields. Updated narrative.